Manufacturer narrative:
The device was returned to zoll medical corporation. The customer's report was not replicated or confirmed. The device passed all testing including shock testing using test accessories without duplicating the report. The device logs appeared to have been erased prior to return for investigation and could add no value. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device failed to discharge. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.